Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 32 x 2.25mm promus premier drug-eluting stent was advanced for treatment. However, it had difficulty advancing and after withdrawal, the stent strut was lifted. The procedure ws completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 32 x 2.25mm promus premier drug-eluting stent was advanced for treatment. However, it had difficulty advancing and after withdrawal, the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.:promus premier ous mr 32 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the first proximal row lifted. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.